Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 407652 lead 2009 (B)(6); 419488 lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the patient developed a pocket infection and endocarditis. The implantable cardioverter defibrillator (ICD) and leads were explanted and patient received a life vest. The patient is enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.